Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("chronic tiredness"), swelling ("swelling"), metal poisoning ("metallosis"), headache ("strong headaches") and arthralgia ("joint pain"). The patient was treated with surgery (essure removal 1st bilateral salpingectomy (B)(6) 2018 and 2nd total hysterectomy (B)(6)2019). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, fatigue, swelling, metal poisoning, headache and arthralgia outcome was unknown. The reporter considered arthralgia, fatigue, headache, metal poisoning, pelvic pain and swelling to be related to essure. The reporter commented: essure removal were performed through two surgical interventions: on (B)(6) 2018 through a bilateral salpingectomy, and on (B)(6) 2019 a total hysterectomy. She had suffered psychological sequelae, and their quality of life, as well as their personal and family relationships were damaged. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2021: the case will be deleted from bayer pv database. Nullification reason: the case was identified as duplicated case and that content of the case was transferred to case (B)(4). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("chronic tiredness"), swelling ("swelling"), metal poisoning ("metallosis"), headache ("strong headaches") and arthralgia ("joint pain"). The patient was treated with surgery (essure removal 1st bilateral salpingectomy (B)(6) 2018 and 2nd total hysterectomy (B)(6) 2019). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, fatigue, swelling, metal poisoning, headache and arthralgia outcome was unknown. The reporter considered arthralgia, fatigue, headache, metal poisoning, pelvic pain and swelling to be related to essure. The reporter commented: essure removal were performed through two surgical interventions: on (B)(6) 2018 through a bilateral salpingectomy, and on (B)(6) 2019 a total hysterectomy. She had suffered psychological sequelae, and their quality of life, as well as their personal and family relationships were damaged. Further company follow-up with the lawyer is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.